Manufacturer narrative:
No patient was involved with the event. The investigation of the returned motor was completed on 27jan2020. The investigation found damage to the motor cable that caused the motor to fail functional testing. Manufacturer's investigation conclusion: the reported event of a kink on the centrimag motor¿s cable was confirmed. The centrimag motor was tested on 07nov2019. The centrimag motor was functionally tested and failed due to a prominent kink on its cable. The motor was scrapped due to no longer being safe for patient use. The motor was replaced under warranty. The root cause of the kink in the cable was unable to be determined through this analysis. The 2nd generation centrimag system operating manual (doc. # (B)(4) rev. 06) provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU (document (B)(4) rev. 04) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was kinking on the motor cable. The product was returned for evaluation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a kink on the centrimag motor¿s cable was confirmed. The centrimag motor was tested on 07nov2019. The centrimag motor was initially sent to zurich for recalibration then returned for reprocessing. The motor was not reprocessed due to prominent kink on its cable. The motor was to be scrapped due to the damage to the cable and it no longer being safe for patient use. The motor was replaced under warranty. The centrimag motor was returned to abbott burlington on 06mar2020 for further investigation. The motor passed resistance and insulation testing. While connected to the centrimag mock loop, the motor operated as intended despite its damaged cable, indicating that there was no damage to the underlying wires in the cable. The root cause of the kink in the cable was unable to be determined through this analysis. There was also an incidental finding that the connector cap was missing upon arrival. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.